Manufacturer narrative:
Additional information was received that the patient underwent leads replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain in the chest wall and tenderness around the lead extensions site due to the scar tissue trapping a nerve. It was noted by the physician that the patient had inflammatory reaction due to the implanted leads. The patient was given flector patches to treat inflammation and irritation of the scs extension leads. The patient will undergo an scs revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient was having pain in the chest wall and tenderness around the lead extensions site due to the scar tissue trapping a nerve. It was noted by the physician that the patient had inflammatory reaction due to the implanted leads. The patient was given flector patches to treat inflammation and irritation of the scs extension leads. The patient will undergo an scs revision procedure.